Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.0/1.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive change over time. On 13-jan-2024 the lens was exchanged with a same length but different power lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).